Event description:
It was reported that the pump needed to be moved because it was uncomfortable and hurting the patient. Pain at the device pocket was also reported. The proximal catheter segment was revised because the healthcare professional (hcp) thought they may have damaged the catheter when trying to move the pump. The pump was delivering bupivacaine and morphine at the time of the event. The patient was alive with no injury at the time of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient had felt that the pump was in an uncomfortable position so the health care provider (hcp) had agreed to move it. The hcp never said the pump was placed incorrectly and there was no movement of the pump in the pocket. The patient was doing well now and hadn't had any more issues. No further information was provided.